Event description:
It was reported that the patient was experiencing inadequate stimulation. Reprogramming was done but was unsuccessful. The patient underwent a spinal cord stimulator (scs) system explant procedure and the patient was doing well postoperatively. The explanted device will not be returned as they where disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).